Manufacturer narrative:
Additional manufacturer narrative: the explanted device was received, but evaluation has not yet been completed by edwards. Device evaluation results and edwards findings/conclusions will be reported once completed.

Event description:
It was reported by surgeon via sales rep that an edwards aortic bioprosthetic valve was explanted due to severe infection of the valve after an implant duration of approximately two and a half months. The implant operative report of (B)(6) 2013 indicates the patient underwent an aortic valve replacement, CABG x2, and amputation of left atrial appendage. Records also indicate that the patient experienced a low heart rate with tachy brady arrhythmia and vcs and pauses on post operative day #2, and a permanent pacemaker was implanted on post operative day #5. Patient was discharged on post operative day #7. Patient developed flu-like symptoms at the end of october, and a transesophageal echocardiogram on (B)(6) 2013 revealed a large perivalvular leak consistent with partial dehiscence of the subject aortic valve. Patient was diagnosed with prosthetic valve endocarditis and a redo aortic valve replacement was performed on (B)(6) 2013. The explant operative note indicates, " the valve had infected looking granulation tissue coating the struts of the valve itself. The valve was then dehisced about 70 percent of its circumference. We then completed the valve excision. We then inspected the annulus and retrieved all the felt pledgets ...there was a clear abscess cavity just below the annulus. The large extent of which was underneath the left and right coronary sinus. This was approximately 12 mm at its greatest dimension. The abscess pocket did appear to be somewhat chronic. There was some gelatinous granulation tissue which we excised." The subject valve was replaced with another edwards sam model bioprosthetic valve, size 25mm. Results from the culture test at ths hospital indicates this was a fungal infection; lichtheimia.

Manufacturer narrative:
Evaluation summary: the explanted device was returned to edwards and underwent gross visual examination, summary as follows: substantial fibrin-like deposition or vegetation was observed on both inflow and outflow surface of the leaflets, indicative of endocarditis. As received, most part of leaflet 1 was missing, presumably was removed post explantation by the hospital. Numerous tissue damages, the features are consistent with cutting by a sharp instrument, were observed on leaflets 2 and 3. These tissue damages are most likely occurred during or after the explantation of the valve. Review and conclusions: prosthetic valve endocarditis occurring early post-operatively, within 60 days, is usually due to perioperative contamination of the valve. On the other hand, late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. A manufacturing review was completed and confirms that the subject device passed all manufacturing and sterilization inspections. Complaint history was reviewed and indicates no other similar reports received for any devices sterilized under the same sterility lot of the subject device. Therefore, the provided information and edwards investigation suggest no device quality deficiency that may have caused or contributed to this event. No further action is required at this time, edwards will continue to review and monitor all events.